Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient developed an infection. The pacemaker, right ventricular lead, and atrial lead were explanted. A new right ventricular lead was implanted while the infection is treated. Patient was stable post procedure.